Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had incompatible scope (e315). The event occurred during unspecified procedure. It was completed with an olympus back-up device. There were no reports of patient harm.